Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the console intermittently displayed sporadic placement signal numbers. Despite this, the flows remained unchanged, and the patient was stable. Pump position was confirmed, and the placement signal was disabled. No patient harm was associated with the issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console logs are consistent with complaint and show optical placement signal was intermittently invalid. The console was returned and testing of the console did not reveal any irregularities, and optical bench parameters were within specification. There was no issue related to this device. The device functioned/operated to specification. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.